Event description:
Consumer called stating that the seat on the unknown commode has allegedly cracked. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.